Event description:
At about 14 days after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27-oct-2022: lot 1908980: (B)(4) items manufactured and released on 10-feb-2020. Expiration date: 2025-01-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 3 other similar reported case during the period of review. Additional device involved. Batch review performed on 27-oct-2022: liner: versafitcup dm 01.26.2856mhc double mobility hc liner ø 56/28 (k092265) lot 2201631: (B)(4) items manufactured and released on 09-mar-2022. Expiration date: 2027-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no other similar reported case during the period of review.